Event description:
It was reported that the patient presented at nursing home. Interrogation noted that the implantable cardioverter defibrillator was in back up mode. Programming changes were performed. The patient's condition was unknown.